Manufacturer narrative:
This supplemental report is being submitted to clarify that the patient's death was not device related. Information received from clinical study follow up notes indicates that the patient had copd which contributed to the pulmonary embolism. This supplemental report is being submitted in response to FDA's additional information request dated (B)(6) 2015. Per my conversation with (B)(4) today ((B)(4) 2015) at 11:23 am est, this supplemental report is sufficient to satisfy the FDA's request (see attached request). Patient death was not marked on the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent a left total hip arthroplasty in 1994 with biomet products and a right total hip arthroplasty in 1996 with competitor products. Subsequently, patient was underwent a revision procedure on the left side on (B)(6) 2015 due to aseptic loosening. Patient expired on (B)(6) 2015 due to a pulmonary embolism.

Event description:
It was reported a patient enrolled in a clinical study underwent a left total hip arthroplasty on an unknown date and a right total hip arthroplasty in 1996 with competitor product. Subsequently, patient underwent a left hip revision procedure implanting biomet product on (B)(6) 2015 due to pain. Patient expired on (B)(6) 2015 due to a pulmonary embolism.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent a left total hip arthroplasty in 1994 and a right total hip arthroplasty in 1996 with competitor products. Subsequently, patient was revised to biomet products on the left side on (B)(6) 2015 due to aseptic loosening. Patient expired on (B)(6) 2015 due to a pulmonary embolism.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.